Event description:
End user states that when husband is using the device the right side collapses and her husband ends up falling. End user states that they purchased the device in (B)(6) but husband didn¿t come home until (B)(6).